Event description:
It was reported that following a software update for an olympus high flow insufflation unit, a portion of the led display was missing during use. There was no report of patient harm as a result of this event.

Manufacturer narrative:
The evaluation of the event is still ongoing. Should additional information be made available, a supplemental report will be provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added: d9, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely that the problem was caused by a failure of the front panel u because after replacing the front panel u the issue was resolved. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.